Event description:
It was reported that patient received a vibratory alert for high impedance on the high voltage lead post device replacement. The lead was imaged under x-ray and no anomalies were observed. No further information was available.

Event description:
New information notes that the lead was explanted when a newly implanted device was removed for infection.

Manufacturer narrative:
A partial lead measuring 39.0cm was returned for analysis. External insulation abrasion was noted at 7.2-7.3cm from the proximal side of the svc coil, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.